Event description:
It was reported that a pt underwent a surgical procedure on (B)(6) 2010. The needle point broke during suturing. The surgeon removed the needle fragment and completed the procedure with a second suture with no adverse pt consequences.

Manufacturer narrative:
(B)(4): results: one actual broken needle was returned for eval. The needle was received in a condition that was inadequate for eval. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. Result: rep sample of the product was tested for needle stiffness and ductility and the results obtained were in conformance with the requirements. Conclusion: no device failure detected and the product is within spec. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.